Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle experienced foreign matter inside. The following information was provided by the initial reporter, translated from japanese to english: it received a complaint from the operating room of (B)(6), item no. 301942, batch no. 2108180, about one product: the outer package of the product is intact, and there is foreign matter inside.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle experienced foreign matter inside. The following information was provided by the initial reporter, translated from japanese to english: it received a complaint from the operating room of (B)(6) hospital, item no. 301942, batch no. 2108180, about one product: the outer package of the product is intact, and there is foreign matter inside.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2108180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture of the affected sample was provided for evaluation by our quality engineer team. Through examination of the picture, a black spot was observed in the barrel of the syringe. The black spot may have resulted from a failure in good manufacturing practices or from the raw materials used. This foreign matter ended up in the assembly machine and then produced this non-conformance. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h10.